Event description:
Technical services received a call from a patient's representative to ask what metals are in the integrity bare metal stent device. The patient has a nickel allergy which was mentioned to the physician after four integrity stents were implanted during an emergency procedure. It is reported that since having the stents implanted the patient has been experiencing symptoms including hives, popping blisters and nausea. The patient's medications were adjusted to rule out medication reactions, but symptoms have persisted. According to the caller the patient is planning to seek another opinion for symptoms including possible consultation with an immunologist.